Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery with moderate tortuosity, pre-dilatation was performed. A 3.5x23mm xience alpine stent delivery system (sds) was advanced; however, resistance was met and the physician suspected the stent struts became stuck with a previously implanted stent at the bifurcation in the proximal left anterior descending artery (lad). The sds was then intended to be pulled back into the guiding catheter; however, resistance was met and the stent dislodged with a portion of the stent struts stuck with the proximal stent struts of the previously implanted stent. Attempts to snag the stent and place it at the correct target lesion were made with a 1.2mm balloon, a 1.5 balloon and a 2.0 balloon; however, were unsuccessful. A 3.5x8mm trek was then used to successfully place and expand the stent at the target lesion. A 3.75x8mm non-abbott balloon was used for post-dilatation and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided, and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.